Event description:
The customer reported that following an extended abdominoplasty with diastasis repair a catheter/pump was placed for post operative pain. The catheter was placed in the abdomen, percutaneously and fixed to the abdomen wall. In 2009, the pt had a raw spot around their umbilicus. The following month, a seroma left aspect of the incision was present, 50 ccs were aspirated from the area, and the pt was placed on clindamycin. Three days later, the reported infection was resistant to clindamycin so the pt was placed on levaquin.

Manufacturer narrative:
The device was not returned for eval.